Event description:
Reference number (B)(4). Event occurred in sweden. On an unknown date, it was reported that the patient had trouble before with infection at the site of insertion with severe redness and given antibiotics when it was gone back hence patient had received new pump. No further information was provided. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.